Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support advised that the malfunction was not resettable and assisted the customer in an attempt to reset the pump. It was concluded that the pump needed replacement, and the customer expressed interest in obtaining an out-of-warranty loaner pump.